Manufacturer narrative:
This is a follow up report to complaint (B)(4).which was reported under MFR#(B)(4)., which is a doublicate entry to complaint #(B)(4)., reported under MFR#(B)(4). On (B)(6)2021.

Event description:
Complaint ID: (B)(6).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that the error message ¿head error¿ occurred on the rotaflow console. The device was not connected to a patient. No more information provided. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).